Event description:
Customer reported that the insulin pump is damaged and that she had received multiple errors. She stated that the act button is damaged and has not been using the insulin pump since it stopped working, about ten days prior. The blood glucose reading was 272 mg/dl. She treated herself with manual injections. Customer also reported receiving a button error alarm on the insulin pump that she was not able to clear. She could not recall any significant events leading to this alarm. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.